Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the pocket site due to the wound has not fully healed and site was sensitive. The patient was prescribed with topical medication. No further information has been obtained.

Event description:
It was reported that the patient experienced pain at the pocket site due to the wound has not fully healed and site was sensitive. The patient was prescribed with topical medication. No further information has been obtained. Additional information was received that the topical medication that was prescribed to the patient has not helped the pocket site irritation.